Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a other regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown in dications for use. It was reported that the implanted battery leaked causing internal burns and other health related problems.